Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was received: what was the name of the initial procedure? Epigastric hernia cure by musculo-aponeurotic raphia. What was the date of the initial procedure? (B)(6) 2017. What tissue was the jv603 suture used on? Aponeurosis of the right abdominal muscles at the sus umbilical white line. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. How was the jv603 suture placed (interrupted or continuous)? Interrupted. What date did the patient present with symptoms (# post op days)? Evisceration noted at d+2. How was the hernia diagnosed? Aponeurosis release without preliminary healing. Jejunal and omental hernia. Was there any patient event prior to the symptoms (fall, cough or other)? No. What was the date of the second procedure? (B)(6) 2017. Can you describe the appearance of the suture during second procedure? All knots were untied on the suture right side. Aponeurosis were still there. What is the physician¿s opinion as to the contributing factors to this event? Issue with the used jv603. What are the patient age, gender, weight and prior medical conditions? (B)(6). Normal bmi. What is the current condition of the patient? Patient reviewed at d+3 after the surgical recovery for fever and general condition alteration, no parietal sepsis, flexible belly, normal biology. Probable viral affection. Not seen yet in post op consultation.

Event description:
It was reported that the pediatric patient underwent epigastric hernia procedure on (B)(6) 2017 and suture was used on the aponeurosis of the right abdominal muscles at the sus umbilical white line. Following the procedure, the deep tissue suture ruptured. On day 2 following the procedure, evisceration was noted and aponeurosis release without preliminary healing, jejunal and omental hernia.the patient underwent a second surgical procedure on (B)(6) 2017. During the second procedure, all knots were untied on the suture right side. The patient was reviewed at day 3 after the surgical recovery for fever and general condition alteration, with no parietal sepsis, flexible belly, normal biology. It was reported to be probable viral affection. The patient has not been seen yet in post op consultation. No additional information was provided.